Event description:
The patient called to report that patient felt sick and used the suspect device to check blood glucose level. Patient obtained a result of 84 mg/dl. Paramedics were called and they used their own meter to check patient'sblood glucose. The emt's reported a bg value of 31 mg/dl. He was given an IV and transported to the hospital. The doctors told patient, patient was taking too much diabetic medication and advised patient to stop taking the meds. He did not use glucose control solutions to check the system accuracy because the print on the strip vial label had rubbed off. Therefore, patient was not sure of the lot number and codes for test strips. The suspect device was replaced and authorized for return to the manufacturer for evaluation.